Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected vitros creatinine (crea) result was obtained from a single patient sample processed using vitros xt chemistry products urea-crea slides lot 7222-0021-3935 on a vitros xt 7600 integrated system. Patient sample vitros crea result of <0.25 mg/dl vs an expected result of 4.96 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, lower than expected vitros crea result was reported outside of the laboratory. However, a physician questioned the result, and no treatment was initiated, altered or stopped based on the result. A corrected report was later issued for the patient. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 611632.

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros crea result was obtained from a single patient sample processed using vitros xt chemistry products urea-crea slides lot 7222-0021-3935 on a vitros xt 7600 integrated system. A definitive assignable cause of the event could not be determined. Based on historical quality control results a vitros xt urea-crea lot 7222-0021-3935 related issue is not a likely contributing factor of the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros xt urea-crea reagent lot 7222-0021-3935. However, an individual slide related issue could not be entirely ruled out. As no precision testing was performed on the vitros xt 7600 integrated system an instrument related issue could not be completely ruled out as a contributor of the event. However, historical qc results were precise indicating that an instrument related issue was not a likely contributing factor of the event. Additionally, an acceptable vitros crea result was later obtained from the initial patient sample without any known actions being performed on the instrument. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.